Manufacturer narrative:
Other, other text: b5: updated with additional information. H6: patient code updated to reflect code 4582. H10 ?device evaluation: one cadd solis pump was returned for investigation in used condition. A review of the event history log (ehl) revealed the following. (B)(6)/2020 1:31:50 pm high alarm displayed: cassette not attached properly (B)(6)2020 1:31:51 pm high alarm silenced: cassette not attached properly" the ?cassette not attached properly? Error code/alarm reported by the customer was therefore verified through the event history log (ehl). The alarm was not reproduced during functional testing however. The root cause of the alarm was unknown. The downstream occlusion sensor (dso) was replaced as a preventive measure.

Event description:
It was further reported that the product problem occurred during routine preventative maintenance.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 alarmed cassette no attached alarm. No patient adverse events reported.